Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilation service required condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilation service required condition occurred. There was no harm or injury reported. The ventilator was evaluated by the third party service center and the customer¿s complaint was not confirmed. Additionally, the unit fail test step due to pressure verify and blower is not working properly. The blower need to be replaced to address the issue. The unit was cleaned and repaired. The device passed all the tests.